Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: h10: the device was received for evaluation containing 74 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. After seven days of treatment, the pump did not empty completely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.